Event description:
A pt reported blood glucose results of "339 and 40 mg/dl" with a lifescan meter, performed within 10 minutes of each other. The test strips were in good condition, matched, and the techniques for applying the blood to the test strip and for cleaning the puncture site were correct. The customer care rep walked the pt through two consecutive control solution tests and the results fell outside the specified range. Based on the failed control solution tests, there is indication that the product malfunctioned. The meter and test strips were replaced.